Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿the cable was broken,¿ was reproduced as a phenomenon of ¿no image¿. It was determined that ¿no image¿ was displayed due to a communication failure caused by the faulty cable (such as an internal disconnection). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective cable which caused no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd camera head had a broken cable. The issue was found during preparation for use for an unspecified diagnostic procedure and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.